Event description:
The dealer reported that there was strain relief where the wiring for the joystick is partially pulled out, effecting the programming. This creates the potential for the user to become stranded or sutck in an unwanted position.